Event description:
A 26mm diameter x 15mm diameter x 13.5cm aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The implant was uneventful and there were no complications. Aneurysm size and vessel morphology are unknown. Four months later, the pt was admitted for anemia and gastrointestinal bleeding, it was reported that the pt developed an aorto-enteric fistula between the aortic sac and the intestine as well as an aorta-vena cava fistula. The stent graft was patent and without leaks at the time the pt required surgery to repair the fistulas. To repair the fistulas, the physician had to convert the pt to open surgical repair and explant the stent graft one week later. It is reported that a right axillary to right common femoral artery bypass graft and right femoral to left femoral arterial bypass graft was completed with exploratory laparotomy will resection of the abdominal aortic aneurysm and aneurx stent graft with oversewing of the immediate infrarenal aorta and repair of the aorto-duodenal fistula and aorto-caval fistula. There were no reported complications, the reported operative findings showed that the pt had a 3cm defect between the abdominal aortic aneurysm and the duodenum, which did not communicate to the arterial flow. The stent graft was not in contact with the aorto-duodenal fistula, nor was it in the immediate vicinity; therefore, erosion was not implied. It was noted that the stent graft showed no evidence of an arterial endoleak and excellent proximal seal in the immediate infrarenal aorta and excellent distal seal in the iliac arteries. The aorto-caval fistula was located several centimeters inferior to the aorto-duodenal fistula, with a 2.5cm defect in the left anterolateral wall of the vena cava. Both of these fistulas entered into the aneurysm sac and intercommunicated. The pre-operative CT scan had revealed an endoleak that had developed since the previous CT scan of may 2001, which had no evidence of an endoleak. Intraoperative findings confirmed that there was no endoleak of any type. The pre-operative CT scan had actually revealed contrast-enhanced venous blood from the vena cava entering into the thrombus of the aneurysm, indicating that the intermittent gi bleed (gastrointestinal) was due to the intercommunication between the vena cava and the duodenum via the small channel within the abdominal aortic aneurysm thrombus. There was no evidence of infection or abscess, although it was contaminated with duodenal content, which was very minimal. The thrombus within the aneurysm did not appear to be infected, however it is reported that cultures were sent for analysis. It is reported that the pt expired two to three days after being transferred out of the intensive care unit and seemed to recover. The cause of death is unknown at this time. It is reported that the stent graft will not be returned to medtronic ave for analysis.